Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left bundle branch right ventricular (rv) lead dislodged approximately three days post implant with loss of ventricular capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.